Event description:
The endo stitch auto suture, suturing device was being used and the needle broke into two pieces. The provider was able to retrieve both pieces to prevent a retained surgical item, which is a sentinel event. FDA safety report ID# (B)(4).